Manufacturer narrative:
Additional h-3 summary: the device has not been returned in its original packaging for evaluation. The device has been used, as indicated by residuals remaining on loop arms. The active tip has snapped and deformed. The device as presented clearly shows the active tip had broken into two pieces.the condition of the fracture face of the active tip suggests a brittle failure with no obvious signs of mechanical damage or reduction in cross-sectional diameter. Instances of similar failures have been seen historically, with the failure location, mode and method indicating failure due to surface (hydrogen) embrittlement. Conclusion: user / use error / wrong handling.

Manufacturer narrative:
(B)(4). The results of this review indicate there were zero non-conformances regarding the nature of the complaint associated with this lot. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the device "split". Do you mean that the tip of the device broke off? When did the split occur? Did the device enter the patients cavity? If yes, please provide the following: was the device retrieved in its entirety? Is all the components being returned for investigation? Confirm no portion of the device was retained in the patients cavity.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the electrosurgical device was used. During the procedure, loop split. The procedure completed with another like device. There were no patient consequences reported. Additional information was requested.